Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through history log) but did not reproduce the reported "air in line." Eval found low reading on the ultrasonic sensor which makes the pump more sensitive to air in line alarms. The upstream sensor was replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump was alarming air in line. It was also reported that there was no pt injury.